Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing episodes due to loss of capture on their implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.